Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The (B)(6) female pt called zoll customer support to report that she visited the emergency room because she was developing a rash under the lifevest electrodes that was worsening pre-existing wounds. A nurse from the hosp reported that the pt had contact dermatitis. The nurse also reported that the pt had not been regularly changing her garment. The clinical outcome of the irritation is unk. The pt continued to use the lifevest.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) was not returned for the event investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.